Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
Patient was revised due to loosening of the glenoid at the cement to implant interface. Unknown cement was used. Removed head and glenoid was replaced glenoid with a keeled component and new head. Stem was well fixed. Patient underwent shoulder arthroplasty in 2006. Doi: 2006 dor: (B)(6) 2020 right shoulder.